Manufacturer narrative:
Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that ¿the battery they have in this unit is faulty¿ and "the ac module is crackling". There was reportedly no patient involvement.

Event description:
It was reported that ¿the battery they have in this unit is faulty¿ and "the ac module is crackling". Further information was provided that the customer meant that the ac module is faulty, not the battery. There was reportedly no patient involvement.